Manufacturer narrative:
Physio control evaluated the device and observed that operation would lock up with a blank monitor screen. Physio replaced the system/memory pcb's assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during daily testing. According to the report, the device's monitor screen was blank, the service led illuminates and then the device locks up. There was no pt involved with the reported incident.